Event description:
It was reported that pump displayed malfunction code after pump got wet when customer showered while wearing pump, as customer had previously been told pump did not need to be removed. There was no adverse impact to the customer¿s blood glucose level. Customer was educated that pump was water resistant but not waterproof, was instructed not to wear pump while showering or bathing, and was guided through pump reset, after which malfunction did not recur; customer was advised to continue using pump and to call back if malfunction returned within 24 hours or if any new malfunction occurred.